Event description:
Baxter (B)(4) received a report that an infusor had no flow during patient use. The device was filled with a solution of fluorouracil. This condition interrupted therapy. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter for evaluation. Therefore, the reported condition could not be confirmed and the root cause could not be determined. Additional information: the incorrect lot number and catalog number was included in the initial medwatch.

Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. It is unknown if the device is available for evaluation. Baxter has attempted to contact the customer to obtain additional information. Additional attempts will be made to follow-up with the customer. Should the device and/or any additional information become available, a follow-up report will be submitted.